Manufacturer narrative:
Samples received: 8 unopened pouches. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received eight closed sample for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment of all samples received and the results fulfil the requirements: 1.83 kgf in average and 1.44 kgf in minimum (requirements: 1.12 kgf in average and 0.46 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b.braun surgical requirements. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). During use the thread detached from the needle.